Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that burr removal difficulties occurred. A 1.25mm rotalink¿ plus was selected for use. After procedure, the physician attempted to remove the burr; however, it was noticed that the dynaglide button would not work. The physician yanked the burr and removed the burr without the dynaglide mode and completed the procedure. No patient complications were reported and the patient's status is okay.